Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. Per case details the procedure was completed using back-up devices. Although the three additional bone holes were needed, the patient current health status was reported as ¿very good.¿ it was also communicated very via e-mail that the surgeon ultimately satisfied with the surgical outcome. Since no further harm is anticipated no further clinical assessment is warranted at this time. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
B5, b7 and health effect - clinical code updated.

Event description:
It was reported that, during an arthroscopy procedure, the suture fix anchors pulled out. A new bone hole was drilled. The procedure was successfully completed without significant delay using a back-up device. No other complications were reported. The patient current status is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during an arthroscopy procedure, suture fix anchor pulled out. A new bone hole was drilled. The procedure was successfully completed without significant delay using a back-up device. No other complication was reported.